Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort. The ICD was repositioned and a pouch was added. The ICD remains in service. No additional adverse patient effects were reported.